Manufacturer narrative:
Device evaluation summary - x-ray demonstrated wireform intact. The leaflets appeared discolored and stiff, possibly due to dehydration. Free margins of all three leaflets near commissure 2 and 3 were stiff and darker in color. Suture holes were evident around the sewing ring. Functional testing could not be performed due to the condition of the returned valve. Additional manufacturer narrative - the reported regurgitation could not be confirmed as the device was returned dehydrated which made a functional evaluation not possible. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Device was returned for evaluation.

Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm aortic bioprosthetic valve that was explanted at implant for regurgitation. As described the patient was unable to be separated from cpb as the patient's blood pressure was not stable, the left ventricle was expanded along with af. The surgeon suspected the valve was not opening adequately or had some severe regurgitation. However due to ultrasound not working no imaging was done. The patient was placed back on cpb and surgeon inspected the device, found "the left and right coronary of aortic root were smoothly". Cpb was again stopped but the patient condition did not improve. After some discussion it was decided to explant the subject valve and implant a competitor's valve. The patients situation improved and cpb was stopped. The patient passed away same day of operation. Additional information received indicates the reason for the patients death was due to "the [blood pressure] of patient was too low to make heart recover to beat...... [Surgeon] stated the heart function of the patient was very weak and it took a long time for cpb during the operation which would result in deterioration of patient disease."